Event description:
It was reported that pump displayed malfunction alarm with code that could be reset and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if alarm appeared again, which customer acknowledged and understood.